Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving baclofen at 300mcg/day and 20mg/ml dilaudid at 4mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome.  It was reported the patient was experiencing pain and a dye study would be done to see if a fibrosis is at the catheter tip. The patient stated they were concerned about the "primary bolus" issue they had encountered in the past. No further complications were anticipated/reported.